Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer. (B)(4).

Event description:
Per this hcp (healthcare professional) there was no known programming error. As of the date of this report, the patient was doing well.

Event description:
It was reported that at implant, the healthcare provider (hcp) increased the dosage and the patient was overdosed. The manufacturer representative then decreased the dosage and stated the pump was calibrated wrong. The pump was used to deliver bupivacaine and morphine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).